Event description:
It was reported that a spectrum pump had an inoperable/malfunctioning keypad and that button #3 is not working. It was also reported there was no patient injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable/malfunctioning keypad and button #3 is not working, which was reproduced. The device evaluation confirmed #2, #3, (.), # 4, #5, # 6, #7, #8 , and #9 keys to be inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #3 key will occur following the selected key's function (e.g. When the #1 key is pressed 13 will be displayed. When in alphabetic mode and the abc key is selected, ag will be displayed interfering with the mdl drug search). The failed keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.